Event description:
The core universal driver was sent for regular maintenance service and it was noted during inspection that an unk fluid was inside the device at the bottom; it was also noted that the fluid had leaked on to the handle of the device.

Manufacturer narrative:
A sample was taken from the device. Corrosion was noted within the device.